Manufacturer narrative:
Device return requested. There are previous complaints on this device not related to this issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 07/25/2024, znyo medical received a report from a customer reporting that the pump had constant occlusion. No patient harm/injury reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Previously filed MDR# 3006575795-2024-00628 is a duplicate of MDR#3006575795-2025-00077. Refer to 3006575795-2025-00077 for event details. Reference to complaint #: (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Previously filed MDR# is a duplicate of MDR#3006575795-2025-00077. Refer to 3006575795-2025-00077 for event details. Reference to complaint #: (B)(4).